Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; b7; e1; e2; e3; g2; g3; h2; h6; h10; h11. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Review of the reported event by a healthcare professional identified the following: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient required manipulation under anesthesia of the left knee approximately 12 weeks post implantation due to arthrofibrosis and loss of range of motion. All implants were retained. It was reported that the patient had poor progression of symptom improvement due to non-compliance following the procedure. Corticosteroids and continued physical therapy were prescribed.

Event description:
It was reported that the patient required manipulation under anesthesia of the left knee approximately 12 weeks post implantation due to arthrofibrosis; all implants were retained. Diligence is in progress regarding this event; to date all available information has been provided.

Manufacturer narrative:
Cmp-(B)(4). D10: medical product: psn fem cr pps ccr nrw sz8 l: catalog#42508006401, lot#66919226; spiked keel left size e osseoti tibia: catalog#42535007101, lot#67234505; 35mm diameter 9.5mm thickness osseoti porous 3-peg patella: catalog#42540500035, lot#66953449. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.